Manufacturer narrative:
Pending investigation. Concomitant medical products: 5100479 200-02-38 - three peg patella 38mm. Z-0019-2022.

Event description:
As reported by legal notification, this male patient had an initial right tka on (B)(6) 2011. The patient underwent revision surgery of his right knee on (B)(6) 2018 secondary to polyethylene liner wear. The patient underwent a second revision surgery of his right knee on (B)(6) 2021 secondary to polyethylene liner wear with resulting osteolysis of the femoral components. Related to 1038671-2023-00530.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, infection, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.